Event description:
It was reported that the pump had an issue with its base hardware and battery depletion. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top and bottom cases were in excellent condition. Event history log showed: 1-base hardware failure and 2-depleted battery. Power up process was performed and biomed diagnostics monitor battery status was checked: the reported problems were not duplicated. The root cause could not be determined; there was no physical damage / contamination to interconnect board or battery. Action(s) taken to mitigate the reported issue(s): replaced interconnect board and replace battery as preventive measure. Power up device and all the functional tests passed. A corrective and preventative action has been opened to address the reported issue of base hardware failure.